Manufacturer narrative:
(B)(4). Date sent: 4/27/2016. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information requested and received: what color cartridge was being used and the product code (ecr or gst)? Unknown did a crossing of staple line occur during firing? The staples lines did not crossed but staples of one line were placed any old how. What cleaning steps were taken prior to reloading device? Unknown we have got additional information regarding description of the event: the patient had to be re-operated on (B)(6). What is the current patient status? The patient is ok. Intra-operative photos were received. The picture ((B)(6)) shows tissue held by a grasper on the right side, the center shows what appear to be an incomplete staple line with several staples on the top portion of the tissue, the staples seem to be formed however they are not aligned on a staple line. Bleeding can also be observed as well as some formed staples on the lower portion of the picture. Another picture provided ((B)(6)) shows a portion of the tissue with a complete staple line on the left side the staples seem to be fully formed. On the right side the tissue seems to be jagged and an unformed staple can be observed. Based on the photo evidence of the subject pse60a, unformed staples can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue. Hands on analysis of the cartridge may provide the additional evidence needed to determine the cause of the complication.

Event description:
It was reported that during a gastrectomy procedure, on the last centimeter of a sleeve, the stapling has completely malfunctioned: escape of the tissue, spinning of the stapling and no cutting whereas the device worked properly with the three previous cartridges. One staple line was correct but the second one showed a disordered tangle of staples. Unknown how case was completed.